Event description:
It was reported following the second inflation during a hemodialysis access management procedure, difficulty was encountered removing this balloon catheter through the introducer sheath. Exertion against resistance resulted in the tip of the balloon catheter detaching and remaining in the pt. Retrieval of the detached balloon tip and catheter segment utilizing a snare was uneventful. Another balloon was used to successfully complete the procedure. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Access to bypass grafts for angioplasty may contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft necessitate balloon manipulation through plaque or calcification. Co's follow up revealed this balloon was not completely deflated prior to withdrawal and resistance was encountered removing this balloon catheter through the introducer sheath. The above factors may have contributed to this event. However, co is unable to determine the exact cause for this event at this time.